Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 45 mg/dl. Customer stated that his insulin pump was in spanish but he does not know spanish. Customer was trying to suspend his pump but was not able to do so because it was in spanish. Customer treated with food and was assisted in changing the language on his pump to english. Customer has been experiencing low blood glucose just this morning. Customer was advised to review the bolus history to check for accidental boluses. Customer had given himself several boluses at night to cover for high blood glucose he was having. Customer stated that his blood glucose was 79 mg/dl before going to bed. Customer stated that he ate to cover it but did not bolus for the food. Customer thinks he might have eaten too much and that raised his blood glucose. Customer stated that he bolused for the high blood glucose, ate again, and bolused for food. After that, his blood glucose was low. Customer declined to finish troubleshooting.